Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the unit intermittently booted to an error screen and therefore the micro processing unit was replaced. Additionally the hard drive was reimaged and the software was reloaded. It was also noted that the link electronic module (lem) ground was bent and it was replaced. (B)(4).

Event description:
It was reported that the programmer was returned for repair. Follow up attempts were unsuccessful in determining a specific repair request. The event will be reassessed if additional information is received and following analysis. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.